Event description:
It was reported to medtronic neurosurgery by the patient's family that a strata valve was implanted into the patient in (B)(6) 2012. After the operation, the patient experienced headaches, nausea, and vision loss. It was also reported that the patient died in (B)(6) 2014. The cause of death was unknown.

Manufacturer narrative:
The product was not returned. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records was not possible as a lot number was not provided. (B)(4).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.